Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
The doctor reports that the implant has not been placed because it does not catch/engage on/with the driver and fell to the ground. The affected dental position is unknown. The doctor confirms that the procedure was completed with the same driver and other implant and that the patient did not suffer any impact on his health.